Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and diagnosis of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the devices. There is no allegation of a malfunction, deficiency or defect for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increase the risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had peritonitis and is currently taking medication for the infection. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent and abdominal pain. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The initial culture results were positive for growth, but no organism had been identified. The patient¿s white blood cell count was 2,676 (unknown units). The cause of the peritonitis has not been confirmed due to no identification results of the culture organism. There were no reported issues with the liberty select cycler or cycler set for this event. The patient continues to recover from the peritonitis.